Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "no image displayed", could not be confirmed. The fault reported by the customer could not be reproduced despite endurance testing. However, according to the bent camera socket contacts on the control unit, the error may be triggered depending on the condition of the plug contacts on the camera head. Unfortunately, the camera head was not sent in by the customer for inspection. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "when camera head was connected no image was displayed despite having been working earlier in the day. The main monitor just displayed a blue screen although it detected the camera head was plugged in." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).